Event description:
It was reported that a smiths medical pump alarmed "no disposable" when the smiths medical cadd disposable was attached. No disposable alarm 5 times. No further information available.